Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s father reported that the patient had consistent high blood glucose (bg) levels above 400 mg/dl between 36 and 48 hours of wearing the pod. Despite giving multiple correction doses through the pod, changing the pod multiple times, and trying many pod site locations, the patient¿s bg remained high and was not responding to bousing. The patient¿s symptoms included dizziness, headache and nausea. This led them to seek medical attention on (B)(6) 2026, and the patient was admitted with diabetic ketoacidosis. The patient¿s treatment consisted of intravenous (IV) fluids and insulin. It was reported that the patient¿s ratios will be adjusted during the hospital admission. The patient was discharged from the hospital on (B)(6) 2026.